Manufacturer narrative:
Section a2, a3a, a3b, a4, a5, a6, patient information: unknown/not provided. Section d6b, if explanted, give date: not applicable as the iol remains implanted. Section h3, device evaluated by manufacturer: the device was not returned for evaluation as it remains implanted. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, to date, it has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the leading haptic on the preloaded johnson and johnson (jnj) intraocular lens (iol) tore the capsular bag upon insertion. The issue occurred in two cases in two separate surgery centers. This report captures the first case serial #: (B)(6). Reportedly, the doctor is not doing anything different. The doctor thought it might be her but in her second case which is more recent, she injected ophthalmic viscosurgical device (ovd) into the cartridge and the bag was completely inflated with ovd. No resistance was felt upon insertion. No vitrectomy was needed. The iol remains implanted with no complications. We are following-up to get more details and distinction between the two events however, the customer has not responded. No further information was provided. Note. The information for the second case serial #: (B)(6) is being submitted in a separate. Medwatch report, case (B)(4).